Manufacturer narrative:
Upon receipt of additional information, it was determined that the initial report was submitted in error and should be voided as review of the medical records found the issue was due to a worn bearing. There was no problem with the femoral and it was found well fixed during the revision procedure.

Event description:
Upon receipt of additional information, it was determined that the initial report was submitted in error and should be voided as review of the medical records found the issue was due to a worn bearing. There was no problem with the femoral and it was found well fixed during the revision procedure.

Event description:
It is reported that the patient underwent a right knee arthroplasty revision to address pain, swelling, warmth of the knee and loss of mobility approximately four (4) years post-operatively. Initial operative notes did not identify any intraoperative complications. Revision operative notes noted that the components were well-fixed, but that the polyethylene bearing was worn. Attempts have been made, however, no additional information can be provided at this time.

Manufacturer narrative:
D10 - concomitant devices - persona partial knee articular surface right medial size f 8mm catalog #: 42528200608 lot #: 63449779, persona partial knee tibial component catalog #: ni lot #: ni.

Manufacturer narrative:
(B)(4). Concomitant devices - unknown persona partial knee tibial component catalog #: ni lot #: ni, unknown persona partial knee vivacit-e articular surface catalog #: ni lot #: ni. Report source - foreign: (B)(6). The complainant has indicated that the product will be returned once revised to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Investigation incomplete.

Event description:
It is reported that the patient is scheduled to undergo a knee arthroplasty revision to address pain and loss of mobility a few years post-operatively. Attempts have been made, however, no additional information can be provided at this time.